Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-sep-2025 the user reported receiving two insulin alerts and a temporary inability to meal announce. The user performed a supply change with agent assistance and confirmed that insulin delivery resumed normally. Blood glucose levels were unaffected and no long-term health effects were reported.